Event description:
When the device was implanted in the patient after zero point adjustment, readings rose 299mmh2o and then dropped to - 99mmh2o. The device was replaced by another product. There were no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. Investigation in process.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor. Marking on the connector. Suture on catheter material. Severe kink in catheter material. Several minor kinks in catheter material. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation, the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.